Manufacturer narrative:
The actual device was received for evaluation. Visual inspection was performed which noted there was fluid inside a bag that contained the device, suggesting a leak occurred. Further inspection revealed the leak was due to a broken tubing at the solvent-bonded junction of the flow restrictor. Remnant of the broken tubing remained inside the solvent-bonded area of the flow restrictor. The morphology of the end of the broken tubing and internal sites of breakage suggested there was extra solvent present which caused melting of the tubing. The melting likely decreased the integrity of the tubing, causing breakage to occur. The reported condition was verified. The cause of the broken tubing was related to solvent application during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked inside the bottle and it was contained within sealed overpouch. No balloon rupture was noted. This was noticed prior to use. The device contained 8000mg flucloxacillin in 240ml of 0.9% sodium chloride. There was no patient involvement. No additional information is available.